Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage. The customer also stated that she tried new valves and membranes and the suction starts out good, but then drops. A replacement pump was sent to the customer. The device was received and evaluated on 01/24/2018 and, though it passed cycle and vacuum specifications and the customer's complaint could not be confirmed, it was identified during the evaluation that the housing on the power supply was breached, exposing internal components. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump was low.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category(B)(4), which found that breaches in the rev p power supply housing are the result of an  external large force impact and are not the result of a malfunction.